Manufacturer narrative:
(B)(4):  physio-control evaluated the customer¿s device and verified the reported issue.  Physio observed that a service indicator was present and that there was no defibrillation output during testing.  Physio determined that the cause of the reported issue was a shorted transistor, designator q8, on the therapy pcb assembly. The customer was provided with a replacement device. (B)(4)

Event description:
The customer contacted physio-control to report that their device would not shock during a synchronized cardioversion procedure on a patient. The customer advised that the device had failed all five (5) attempts to shock. Medical personnel then obtained a backup device and were able to successfully shock the patient. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. The customer further advised that following the event, the device failed multiple user tests and would not shock into a test load when prompted.

Manufacturer narrative:
Physio was notified that the customer submitted a user facility medwatch to the FDA. Please reference user facility medwatch report number mw5066625. Through additional investigation, physio-control has concluded that transistor q8, located on the therapy pcb assembly, had likely become electrically shorted due to damage caused by the use of a second defibrillator to deliver double sequential defibrillator shocks two days prior to the reported event. The device service log confirmed that an event code was logged during the use of the device for double sequential defibrillation. The device test log confirmed that the device failed its self-test on the days following leading up to the reported event. Physio strongly discourages the use of the device for dual sequential defibrillation. The customer has been advised of this. The customer was sent a written summary of the investigation results, which included a letter strongly advising against the use of the device for dual sequential defibrillation.